Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The philips field service engineer (fse) identified during preventive maintenance that touchscreen was damaged. The unit was in use at the time of the reported event, but there was no patient or user harm.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. D4:UDI#: (B)(4). The touchscreen was returned to the manufacturer for failure investigation (fi) analysis. The ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jun2020. B4: 04jun2020. Field service engineer (fse) confirmed the touch screen issue was physical damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21apr2020. B4: 22apr2020. The field service engineer (fse) confirmed the reported failure. There was no patient or user harm reported. The fse replaced the damaged touch screen with a new one. The fan filters was also replaced as preventive maintenance. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.